Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018, with blood glucose in the 40 mg/dl range at the time of the incident. The customer was at 103 mg/dl before they went low. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also had high blood pressure at the time of the incident. The insulin pump will not be returned for analysis.